Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized with peritonitis, and their catheter was removed. Upon follow-up with the patient¿s pd registered nurse, it was confirmed the patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Laboratory samples that resulted in the hospital were not reported to the outpatient clinic as effluent fluid culture results and a white blood cell count remain unknown. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) therapy at home. The patient was prescribed intravenous (IV) vancomycin and IV ceftazidime (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product or device. The patient continues hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence that any fresenius product or device deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were hospitalized with peritonitis, and their catheter was removed. Upon follow-up with the patient¿s pd registered nurse, it was confirmed the patient was hospitalized on (B)(6)2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Laboratory samples that resulted in the hospital were not reported to the outpatient clinic as effluent fluid culture results and a white blood cell count remain unknown. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) therapy at home. The patient was prescribed intravenous (IV) vancomycin and IV ceftazidime (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6)2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product or device. The patient continues hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection.